Event description:
It was reported that a patient undergoing an ablation procedure for ischemic ventricular tachycardia with a thermocool® smart touch® sf bi-directional navigation catheter suffered a cardiac perforation requiring pericardiocentesis and surgical intervention. During ablation, the anesthesiologist noticed that the patient had become hypotensive. Via intracardiac echocardiogram, effusion was confirmed, with fluid in both ventricles. A pericardiocentesis was performed with an unknown amount of fluid removed. Fluid continued to accumulate slowly in the pericardium via the perforation, which was noted to be in the left atrial appendage. The patient was admitted for open-heart surgery and was subsequently noted to be in stable condition. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31277202l and no non-conformances related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc, or its employees that the report constitutes an admission that the product, biosense webster inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. No: (B)(4).